Manufacturer narrative:
(B)(4). The device remains implanted and was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. No injury to the pt was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
The following was reported by a pt: "I am a (B)(6) with a 22 year old shunt used to control a sub-arachnoid cyst that is likely to be renewed. My shunt has the pressure release in the peritoneal cavity and is failing or the generation of csf has increased out of control. I have not been diagnosed with hydrocephalus."